Event description:
It was additionally reported that the lead was explanted.

Event description:
It was reported that t-wave oversensing (twos) was exhibited post pace with the patient's right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.